Manufacturer narrative:
(B)(4). Additional information received "the damage was observed at the power port connector, the type of damage is unknown, it is unknown how the damage occurred, the user did not use excessive force when connecting to port and the device has not been dropped." As per IFU: do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. The controller was returned for analysis. Visual analysis of the controller confirmed mechanical damage to the pins on one of the power connections (ps-1). The controller also failed functional testing due the bent pins on the connector. The controller was in use when the reported event occurred. The reported event was confirmed by visual analysis of the connectors. The root cause was likely misaligning the connector and applying force in the attempt to connect. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by medical staff that a patient experienced a controller port that would not "connect" a new power source. The controller was exchanged with no reported consequences or impact to the patient. No additional information was reported. Do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.